Event description:
Caller reported a malfunction on pump. There was no reported impact to customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump and was instructed to continue using the pump, with guidance to call back if malfunction code recurs.